Manufacturer narrative:
The customer indicated the device was discarded. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. The list number has a common device name of 80fpa and a 510k of k052722. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported backflow of fluid from the secondary solution container into the primary solution container. The primary tubing set was being used to deliver 250ml of 0.9% sodium chloride at an unspecified rate. A secondary tubing set was connected to the proximal clave y-site of the primary tubing set for piggyback delivery of an unspecified concentration of taxol in 292ml, at a rate of 292ml/hr, via a sigma spectrum pump. The primary solution container was hung lower than the secondary solution container. The primary solution container was reported to have 180ml of solution remaining. It was reported that fifteen minutes after the delivery was started, the nurse noted that the secondary solution container was empty and the primary solution container appeared "full." The physician was notified and ordered a second dose of taxol. The solution containers and the tubing sets were replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.